Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified for the white foreign material at air water channel. Forceps elevator wire pipe stretched presumed cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited white foreign material at air water channel and forceps elevator wire pipe stretched. There was no patient involvement.